Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported being unable to recreate the issue. The medtronic representative registered a resin head and when moved forward to navigate, all quadrants showed the appropriate images. It was determined that all four image quadrants were turned off instead of anatomical views; once this was discovered the anatomical view were set and they proceeded with the procedure to completion. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Software analysis was unable to determine probably cause with the information provided as the behavior could not be replicated. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon registered the patient using pointmerge and proceeded to navigate the axial, coronal, sagittal when the 3d model images were no longer visible. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.